Event description:
Philips received a complaint by the customer on the v60 indicating that a 1122 "blower temperature high" alarm error occurred during a check of the device. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported, and there was no reported delay in therapy. The alarm errors were observed once the power was turned on again. The customer called technical support to report that a 1122 "blower temperature high" alarm error occurred during a check of the device. The field service technician inspected the device and confirmed the issue. After replacing the motor controller (mc) printed circuit board assembly (pcba), the field service technician upgraded the software version to 3.20, cleaned the device, performed running and functional tests, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.